Event description:
Per the clinic, the patient was hopitalized for five days due to cerebrospinal fluid leak. This occurred immediately subsequent to implantation surgery on (B)(6), 2012. It was also reported that the patient received a shunt (date not reported) which was later removed. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.